Manufacturer narrative:
A customer quality engineer reviewed the device keylogs. As the event date was approximated to be (B)(6)2020, the logs were reviewed for the range (B)(6) 2020 - (B)(6)/2020. It was verified that the device inappropriately lost power 3 times on (B)(6)2020. The keylog data indicates that the batteries being used on the date of the reported complaint were manufactured on 12/12/2016 and 5/30/2013 respectively. These batteries are 4 and 7 years old at the time of the reported event. The device operating instructions provide a recommendation to replace the batteries approximately every two years. It was also shown in the keylog that during two of the power loss events the device tried to power up to auxiliary power, but the acpa was not communicating properly. Battery 1 (manufactured 2016) was also at a low or 0% capacity for most of the event. Old batteries are believed to be the likely root cause of the reported issue.

Event description:
A customer contacted physio-control to report that their device would power off unexpectedly during use. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would power off unexpectedly during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control received additional initial reporter details like name, email ID and phone number. Section e has been updated. Section e1, initial reporter phone number of the initial medwatch report indicates (B)(6). Section e1, initial reporter phone number of the initial medwatch report should indicate (B)(6).

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing, the device was subsequently to the customer for use.

Event description:
A customer contacted physio-control to report that their device would power off unexpectedly during use. There were no reports of patient use associated with the reported event.